Manufacturer narrative:
Per field service representative (fsr) this unit is test equipment and not used clinically. The unit has long periods of storage and is not regularly charged. The fsr installed new batteries. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit had a "red" battery condition. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed both batteries passed load testing and properly charged. They operated to specification throughout testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The user facility has been reminded of proper charging procedures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.